Event description:
This 42 y/o female had a mediport inserted 8/7/96 for administration of chemotherapy. The system failed to perform satisfactorily. It was removed in the physician's office without difficulty. Upon inspection of the removed system it was discovered that the system was not intact. The pt was admitted to the hospital where a 5" foreign object was removed from the right atrium. Cause of the severed catheter is unk.